Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a peritoneal dialysis catheter. The customer reports on (B)(6) 2011, a new hole was found on the catheter. As corrective action the catheter was cut just above the hole, the titanium port was replaced and 1gr of vancomycin given to the patient for prevention of infection. After the several reductions made, the length of the catheter was 1cm from the skin. On (B)(6) 2011 a repair kit was used in the operating room to recover the catheter length.